Manufacturer narrative:
The tech was not sure what caused the brake casters to not hold but he stated that they looked worn and it was most likely due to normal wear and tear. A search of hill-rom maintenance records did show that preventative maintenance has been performed annually; however, no parts were listed so the age of the brake casters is unk. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the brake casters are ratcheting while in brake mode. The bed is located in storage at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).